Manufacturer narrative:
(B)(4). The sample was returned for analysis and cut in the cuff was confirmed. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.

Event description:
A report was received stating a tracheal tube&#39;s cuff did not inflate as it was intended eight hours following cannulation. Recannulation of the patient was required. There was no report of patient harm or injury. The referenced device was reported to have passed prior to use testing. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4)